Event description:
Pt had an epidural anesthetic catheter inserted during labor. Post partum, the catheter was removed. Pt complained of back pain. X-ray revealed that part of the catheter had been retained (4cm segment). A lumbar exploration, l1-2 laminotomy and resection of the epidural catheter fragment was performed. Pt discharged 3 days later.